Manufacturer narrative:
Additional information was provided for this failure. The root cause for the patient's hip dislocating was unable to be definitively determined. The patient's medical history is not known, and it is not known whether the patient sustained a trauma which led to the failure. The revising surgeon shortened the midsection and removed a femoral head with no taper and added a femoral head with +7mm of taper. This was done in an attempt to mitigate the risk of further dislocations. However, the manufacturing dhrs and sterilization records, as well as complaint and ncr history, were reviewed and no issues were found that would have contributed to this complaint. Additional mdrs for this complaint were submitted via the following reports: 3013450937-2021-0036 follow up #001, 3013450937-2021-0036 follow up #003, 3013450937-2021-0036 follow up #004.

Event description:
This report investigated a revision surgery of eleos components for a patient's whose hip dislocated twice after eleos implants were placed. Both times, eleos components were revised. This report will focus on the first revision surgery which was a result of the first instance of this patient's hip dislocating which occurred on (B)(6) 2021. This patient also underwent a subsequent revision surgery on (B)(6) 2021 due to their hip dislocating again. Both of these failures were not reported until (B)(6) 2021. A patient underwent a revision surgery on (B)(6) 2021 performed by dr. (B)(6) after a patient's hip dislocating. It is unknown whether the patient sustained a trauma that led to the failure. The patient's medical history and bone quality are not known. During the revision, the surgeon explanted a femoral head implant with a 32mm head and a +0mm taper, a proximal femur implant, and a 70mm male-female midsection which were placed during the patient's original eleos surgery. During the revision, the surgeon placed a femoral head implant with a 32mm head and a +7mm taper as well as a 40mm male-female midsection. The dimensions were changed in hopes that it would mitigate further dislocations. A proximal femur was also placed during the revision.

Manufacturer narrative:
Additional information was provided for this failure. The root cause for the patient's hip dislocating was unable to be definitively determined. The patient's medical history is not known, and it is not known whether the patient sustained a trauma which led to the failure. The revising surgeon shortened the midsection and removed a femoral head with no taper and added a femoral head with +7mm of taper. This was done in an attempt to mitigate the risk of further dislocations. However, the manufacturing dhrs and sterilization records, as well as complaint and ncr history, were reviewed and no issues were found that would have contributed to this complaint. Additional mdrs for this complaint were submitted via the following reports: 3013450937-2021-0036 follow up #001, 3013450937-2021-0036 follow up #002, 3013450937-2021-0036 follow up #004.

Event description:
This report investigated a revision surgery of eleos components for a patient's whose hip dislocated twice after eleos implants were placed. Both times, eleos components were revised. This report will focus on the first revision surgery which was a result of the first instance of this patient's hip dislocating which occurred on (B)(6) 2021. This patient also underwent a subsequent revision surgery on (B)(6) 2021 due to their hip dislocating again. Both of these failures were not reported until (B)(6) 2021. A patient underwent a revision surgery on (B)(6) 2021 performed by dr. (B)(6) after a patient's hip dislocating. It is unknown whether the patient sustained a trauma that led to the failure. The patient's medical history and bone quality are not known. During the revision, the surgeon explanted a femoral head implant with a 32mm head and a +0mm taper, a proximal femur implant, and a 70mm male-female midsection which were placed during the patient's original eleos surgery. During the revision, the surgeon placed a femoral head implant with a 32mm head and a +7mm taper as well as a 40mm male-female midsection. The dimensions were changed in hopes that it would mitigate further dislocations. A proximal femur was also placed during the revision. The segmental stem was left in place and was not revised durign the revision surgery.

Manufacturer narrative:
Additional information was provided for this failure. The root cause for the patient's hip dislocating was unable to be definitively determined. The patient's medical history is not known, and it is not known whether the patient sustained a trauma which led to the failure. The revising surgeon shortened the midsection and removed a femoral head with no taper and added a femoral head with +7mm of taper. This was done in an attempt to mitigate the risk of further dislocations. However, the manufacturing dhrs and sterilization records, as well as complaint and ncr history, were reviewed and no issues were found that would have contributed to this complaint. Additional mdrs for this complaint were submitted via the following reports: follow up #001, follow up #002, follow up #003.

Event description:
This report investigated a revision surgery of eleos components for a patient's whose hip dislocated twice after eleos implants were placed. Both times, eleos components were revised. This report will focus on the first revision surgery which was a result of the first instance of this patient's hip dislocating which occurred on (B)(6) 2021. This patient also underwent a subsequent revision surgery on (B)(6) 2021 due to their hip dislocating again. Both of these failures were not reported until (B)(6) 2021. A patient underwent a revision surgery on (B)(6) 2021 performed by dr. (B)(6) after a patient's hip dislocating. It is unknown whether the patient sustained a trauma that led to the failure. The patient's medical history and bone quality are not known. During the revision, the surgeon explanted a femoral head implant with a 32mm head and a +0mm taper, a proximal femur implant, and a 70mm male-female midsection which were placed during the patient's original eleos surgery. During the revision, the surgeon placed a femoral head implant with a 32mm head and a +7mm taper as well as a 40mm male-female midsection. The dimensions were changed in hopes that it would mitigate further dislocations. A proximal femur was also placed during the revision. The segmental stem was left in place and was not revised durign the revision surgery.

Event description:
This report investigated a revision surgery of eleos components for a patient's whose hip dislocated twice after eleos implants were placed. Both times, eleos components were revised. This report will focus on the first revision surgery which was a result of the first instance of this patient's hip dislocating which occurred on (B)(6) 2021. This patient also underwent a subsequent revision surgery on (B)(6) 2021 due to their hip dislocating again. Both of these failures were not reported until (B)(6) 2021. A patient underwent a revision surgery on (B)(6) 2021 performed by dr. (B)(6) after a patient's hip dislocating. It is unknown whether the patient sustained a trauma that led to the failure. The patient's medical history and bone quality are not known. During the revision, the surgeon explanted a femoral head implant with a 32mm head and a +0mm taper, a proximal femur implant, and a 70mm male-female midsection which were placed during the patient's original eleos surgery. During the revision, the surgeon placed a femoral head implant with a 32mm head and a +7mm taper as well as a 40mm male-female midsection. The dimensions were changed in hopes that it would mitigate further dislocations. A proximal femur was also placed during the revision. The segmental stem was left in place and was not revised during the revision surgery.

Manufacturer narrative:
Additional information was provided for this failure. The root cause for the patient's hip dislocating was unable to be definitively determined. The patient's medical history is not known, and it is not known whether the patient sustained a trauma which led to the failure. The revising surgeon shortened the midsection and removed a femoral head with no taper and added a femoral head with +7mm of taper. This was done in an attempt to mitigate the risk of further dislocations. However, the manufacturing dhrs and sterilization records, as well as complaint and ncr history, were reviewed and no issues were found that would have contributed to this complaint. Additional mdrs for this complaint were submitted via the following reports: follow up #002, follow up #003, follow up #004.

Manufacturer narrative:
A sales representative stated that a patient sustained a hip dislocation and subsequently underwent a revision surgery. There was no other information available at this time. The sales representative is gathering information. This report will be supplemented when more information is available.

Event description:
An unknown patient sustained a hip dislocation and underwent a revision surgery. No further information is known at this time.